Manufacturer narrative:
On 3/4/97, MFR issued facility a written request for additional details concerning this event; however, facility has not responded to date. As a result, MFR's investigation of this event was limited to a trend analysis and review of device history record for this catalog/lot number. A trend analysis was performed on similar reports involving this catalog/number and no trends have been identified. In addition, a review of device history record was performed on this catalog/lot number and no mfg variances were identified in relation to this event. Based on available info and due to unavailability of device analysis, no conclusion can be drawn as to the cause of this event. Results of MFR's investigation are inconclusive. No further details are available. MFR is now closing its file on thnis event.

Event description:
On 2/7/97, the facility's spd manager contacted the MFR sales rep and reported that the device "tube broke off". No further details were available at that time.